Manufacturer narrative:
The returned cable was evaluated. Visual inspection showed the cable holder is missing. The cable failed functionality testing, the module would not power on. X-ray inspection showed a break in the cable.,

Event description:
The customer reported, working intermittently. The cables are losing signal sometimes and the customer tried it with different cables and confirmed the intermittent readings. No patient impact or consequences were reported.